Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, had an expired system antivirus protection, and the error pop-up had kept reoccurring. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had an expired system antivirus protection, and the error pop-up had kept reoccurring. The customer confirmed that the issue was isolated to the wopx-rd3 device and have rebooted it, and the tss has already addressed the problem. A technical support specialist (tss) reinstalled the eset (essential security against evolving threats). Wopx-rd3 has taken care of, and the customer can no longer see the popup on that station. The system functioned as intended after the technical support specialist troubleshot the device.